Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the skin. On (B)(6) 2024, it was reported by the inpatient nurse assigned to the care of the patient that the patient experienced inaccurate cgm values. According to the report, the patient was admitted through the ed via ambulance with dka the day prior to the call. The patient's physical symptoms were neither specified nor clarified. The patient knew she was hyperglycemic; however, no fingerstick were captured during that time. Upon arrival to the ed, the bg was 700 mg/dl while the egv was 126 mg/dl. At the time of the call, the patient was on life support. The dka was treated with IV treatments. At the time of follow up, 11 days after the initial report, the patient was tearful and could not provide additional details about the episode and only knew what she had been told. The duration of stay was not specified nor clarified; however, life support would indicate intensive care treatment. At the time of contact, it was indicated that the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.